Event description:
Dr treated a pt. The magnetic target lesion was in the circumflex and was initially successfully treated. The operator saw some proximal narrowing in the proximal part of the circumflex that became evident after the distal successful stenting. While pushing the second stent into the circumflex the operator had to deep seed the jl4 guiding catheter covering the latter part of the left main coronary artery. While pushing and pushing he became aware of the fact that, having the distal part of the stent in the circumflex, he was pushing the first one third of the stent in the lad. This led to a dissection of the lad back to the main. All areas were successfully stented. The operator is convinced that it is not the wire that led to what happened but his pushing more likely caused the dissection. The pt left the cath lab in stable condition. The pt expired 48 hours later.